Event description:
The customer reported the device would hang or lock up in power up mode.

Manufacturer narrative:
(B)(4). The customer reported the device would hang or lock up in power up mode. The unit was evaluated at philips and the symptom was verified. The processor pca was replaced to resolve the reported issue.